Manufacturer narrative:
The glenoid loosening reported was likely the result of not fully seating the cage glenoid at the time of implantation, which prevented the glenoid component from being fully stabilized in the glenoid bone.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Patient had persistent pain since 2015 in relation with glenoid loosening, confirmed by x-ray (B)(6) 2019. The case report form indicates this event is unlikely related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.